Event description:
The olympus product was opened. When it was plugged into the machine it did not work. It didn't even register it was plugged in. A new one was opened switched the cable and worked just fine.